Event description:
A (B)(6) female patient reported to zoll customer support that her monitor was not powering up correctly and was making a loud beep. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, system speaker hums) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through an md5 failure during flas programming. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress . The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective flash memory. The patient received a replacement monitor.